Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off our et tube". No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4). Corrected data: section d1: brand name corrected to slick set cuffed 7.0mm. Section d4: catalog# corrected to 170070. Section d4: UDI# corrected to (B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates that patient was bagged with 100% oxygen and the et tube was not changed, only monitored. The patient did experience desaturation; however, there was no harm or injury to the patient. The customer has also reported the patient current condition as "expired". Several attempts were made to get additional information and further clarification; however, nothing was received at the time of this report. Investigation results are as follows: complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number reported by the customer is not a valid lot. The connector assembly features of the et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnection during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off our et tube". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off our et tube". No patient injury or consequence reported. Patient condition unknown at time of report.